Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for stent dislodgement from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that an unspecified guide wire was advanced to the mildly tortuous, right coronary artery (rca). Pre-dilatation was performed using a trek dilatation catheter. The 3.0x23mm xience xpedition stent delivery system (sds) was advanced, without resistance, to the lesion. The physician was unable to position the delivery system in the desired location and stent deployment was not attempted. The sds was removed without resistance. Once the sds was outside the touhy, the stent was noted to be missing and was found, fully apposed, in the right femoral artery. It was decided that the stent would remain in the femoral artery and no intervention would be performed to remove the stent. There was no clinically significant delay and the patient was in good condition. There was no additional information provided.